Manufacturer narrative:
The manufacturer received additional information from the site identifying the following. 76-year-old woman with symptomatic severe aortic stenosis. Accepted cardiac triage rounds for aortic valve replacement. Short stature and small aortic root prompted electing for a sutureless aortic valve. After coming off pump bleeding noted from the anterior aortic root. Attempted hemostasis with 4-0 pledgeted prolene, but bleeding got worse. Decided to go back on pump, remove the valve, and inspect the annulus. Aortotomy reopened and percival valve removed. Annular defect noted below the right coronary artery and oversewn with pledgeted 4-0 prolene. No oversizing occurred, the device was the correct size. Valve was initially functioning fine after coming off pump and assessing with tee, but removed due to annular bleeding. The device was replaced with a medtronics 23mm freestyle root. It was noted that the valve was attempted to be re-collapsed for re-implantation but the collapsing was not successful. The valve was not deformed but the stent could not be contained in the nose cone of the holder. The patient had a delayed discharge. The valve is not available for return. Based on this information the device was explanted as a result of a procedural bleeding unrelated to the perceval device. Regarding the issue identified with the recollapsing of the valve the perceval instructions for use states: "warning: a removed perceval prosthesis must not be re- implanted, because its integrity is no longer ensured." Given this information the re-implantation of the valve would have been an off IFU procedure and the valve is not intended to be recollapsed. Given the above information the root cause of the device explant is deemed to be related to the procedure - bleeding, and is not a device related issue.

Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified that during the procedure the device was explanted intraoperatively as a result of an over-sizing of the valve. The patient was implanted with a medtronics device. The manufacturer received additional information from the site identifying the following. 76-year-old woman with symptomatic severe aortic stenosis. Accepted cardiac triage rounds for aortic valve replacement. Short stature and small aortic root prompted electing for a sutureless aortic valve. After coming off pump bleeding noted from the anterior aortic root. Attempted hemostasis with 4-0 pledgeted prolene, but bleeding got worse. Decided to go back on pump, remove the valve, and inspect the annulus. Aortotomy reopened and percival valve removed. Annular defect noted below the right coronary artery and oversewn with pledgeted 4-0 prolene. No oversizing occurred, the device was the correct size. Valve was initially functioning fine after coming off pump and assessing with tee, but removed due to annular bleeding. The device was replaced with a medtronics 23mm freestyle root. It was noted that the valve was attempted to be re-collapsed for re-implantation but the collapsing was not successful. The valve was not deformed but the stent could not be contained in the nose cone of the holder. The patient had a delayed discharge. The valve is not available for return.

Event description:
On (B)(6) 2019 a patient received a perceval pvs25 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified that during the procedure the device was explanted intraoperatively as a result of an over-sizing of the valve. The patient was implanted with a medtronics device. No further information was received.